Event description:
Customer posted on saalt's facebook group that iud came out while using menstrual cup. Saalt responded asking customer to reach out to saalt directly via email if they were using a saalt cup. Customer emailed us and we asked further questions about their experience. They said their iud came out with their cup on (B)(6) 2021, and it was not their first time using a menstrual cup. They did not know whether their iud strings were cut short or not, and they did not speak to their medical provider prior to using the cup with their iud. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.